Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: event description: customer reports issue occurred in (B)(6), may have been using set# (B)(4) or another burette set. The nurse reported air fully down line through pump and no alarm sounded. No patient injury.